Event description:
After an implantation period of approx. 69 months, oversensing with inappropriate therapies was reported. Apart from the shocks, no further adverse patient side effects have been reported. The patient was hospitalized and the lead was capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 2-jan-2020 and 15-aug-2020, showed the rv sensing amplitude initially between 6.5 and 8mv, before in the end of april it rose gradually onto 14mv, where it abruptly dropped in the end of the recorded period onto 10.5mv. The rv pacing impedance rose gradually from initial 500 ohms onto 1600 ohms in the end of the recorded period, where it abruptly rose onto 2800 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as an inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.